Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. These connectors leak liquid when they are infusing, another observation is that when taking blood samples the connector remains very dirty with blood content and it is difficult to clean it completely and they have to be changed.

Manufacturer narrative:
H.6. Investigation summary: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that on various occasions leakages were identified during infusion. Further information detailing the nature of the leakages nor the connecting products were not available to assist the investigation. Root cause analysis: the details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Investigation conclusion: as part of the feedback the customer indicates that blood was visible within the housing of the maxzero; please note, the maxzero connector features a visible fluid path and high-flow, straight-fluid channels to enhance flushing. According to the instructions for use (IFU) the device should be flushed after each use with normal saline; however it may be more difficult to remove blood from within the valve if not being flushed immediately. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a leakage. These connectors leak liquid when they are infusing, another observation is that when taking blood samples the connector remains very dirty with blood content and it is difficult to clean it completely and they have to be changed.